Event description:
Dealer advised top of left crossbrace is bent. Dealer advised he noticed the issue with chair when it would not fold down all the way. Dealer could not provide any further information.